Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 150 mg/dl. The customer was advised to clean battery with dry cotton swab. The customer was instructed to wait 5 seconds before inserting a new battery. The customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 150 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer did not received failed battery test. Customer was advised to monitor pump and we will ship a replacement battery cap as a courtesy.